Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Patient reported "strong pain in the right breast and deformation of the breast with a dent, as well as suspected capsular contracture (baker grade unknown)". Rupture was also diagnosed by ultrasound. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "strong pain in the right breast and deformation of the breast with a dent, as well as suspected capsular contracture (baker grade unknown)". Rupture was also diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d4, g1, g2, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "strong pain in the right breast and deformation of the breast with a dent, as well as suspected capsular contracture (baker grade unknown)". Rupture was also diagnosed by ultrasound. Device has been explanted and replaced.

Event description:
The event rupture has no indication, that this has occurred on this side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. Malposition: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "strong pain in the right breast and deformation of the breast with a dent, as well as suspected capsular contracture (baker grade unknown)". Rupture was also diagnosed by ultrasound. The device has been explanted. This record relates to the right side.